Manufacturer narrative:
Event date was estimated.

Event description:
Reported via medwatch facility# (B)(4). It was reported that the device was found to be in three pieces and a piece was left inside patient. A 10.3/25 expel drainage catheter with twist-loc hub was used for a cholecystostomy tube change. The device was found to be in three pieces and two pieces were retrieved. However, a third piece was left in the gallbladder. No further patient complications were reported.